Event description:
It was reported through a vesica protegen sling marketing survey that following a vesica progegen sling placement, the pt experienced uretheral erosion, necessitating the removal of the protegen sling. No further info is available. No product was returned for eval.